Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12may2020.

Event description:
It was reported that the unit would not power off. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The customer reported that when trying to shut down the unit, the shut down button was unresponsive. When the unit was connected to alternating current (ac) power, worked correctly, and then shut down. When on direct current (dc), the unit will not turn off and turns itself on. The battery icon had an "x" over it. The technician advised the customer to inspect the battery connection and the customer reported that there were pins pushed out. The customer also reported that the significant event log revealed that the unit declared a restart and backup alarm failure. The technician recommended that the customer replace the central processing unit (cpu) board. The fse also discussed reloading software options and rewriting the power hours and seral number. The customer reported that they were unable to duplicate the reported event and they are just monitoring the unit at this time. The customer has had no further issues.